Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a device that exhibited possible premature battery depletion. No further information is available.

Event description:
New information received on (B)(4) 2019, indicates that the patient presented for an explant procedure on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. It was found that the longevity estimate given to the field by the programmer was incorrect.

Event description:
Related manufacturer reference number:2017865-2019-09425.

Event description:
New information received on nov 29, 2018, indicates that no resolution was reported.